Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump went into threshold suspend with a blood glucose level of 129 mg/dl and a sensor glucose level of 58 mg/dl. Customer's blood glucose at the of the call was 119 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The customer was advised that the sensor would be replaced. The product will not be returned for analysis.